Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Field service evaluation- solution description (B)(6) 2026 , 14:24:18 . (B)(6). No one hurt remix handheld used. Added image and config of hub found prereq missing on op1 and op2 added eaglesoft at 23 version. Tested after reoot and before images appeared fine. Pwr save was off for usb legacy drivers used advised updating to newer eaglesoft version for ioss to run. Updated firmware on hub to current 1.1540.01. Op2 updated also advised to keep an eye on it, if it returns then sensor may be issue, then should be replaced took several shots reproduced same images attached to ticket, they will discuss updating to es 25 going forward. All working again.

Event description:
While the customer was using a part of an intraoral sensor system, schick33 s2 starter kit/3.0 interface 6', they allege experiencing image quality issues when an x-ray image was taken and an additional image was required. No injury was reported from the alleged event.